Manufacturer narrative:
Eval results: as received, it was observed that one of the channel 16 electrodes is missing from the paddle. The outer tube of the lead body had compression damage approximately 4 cm from the paddle end. The root cause is unk. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This surgical lead was intended for pt implant; however, during the surgical procedure it was observed that one of the electrodes was detaching from the lead. The contact subsequently detached completely but was recovered. Another surgical lead was used to successfully complete the case. The device in question was returned to the manufacturer for analysis. Follow-up on the pt found no further issues reported.